Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell on the home choice (hc). The technical service representative (tsr) determined that the home patient (hp) had a blue clamp on the organizer that was open. The tsr explained if there was not a bag connected to that line, the clamp should be closed. The hp alleges it was always open and this never happened before. The tsr advised the hp to dispose of the current supplies connected and start over with all new supplies or continue with manual supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error (se) 2240 (air in set) is confirmed based on the customer report. The root cause was determined to be use error because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.